Manufacturer narrative:
Concomitant medical products: brand name: micra, mc1vr01-delsys / expiration date: 14-sep-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 25-mar-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a perforation and pericardial effusion four days after the implant of a leadless implantable pulse generator (ipg). Drainage was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.